Event description:
Emt's responded to a person described as in a trauma induced cardiac arrest and down for a long time. The pt was connected to the device and powered up. According to the rptr, the device constantly alarmed "check electrodes" and would not analyze the pt's rhythm even after changing out electrodes. The pt was not resuscitated.